Event description:
It was reported a cartridge change error intermittently occurred. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue and resumed insulin therapy successfully.